Manufacturer narrative:
The device was unavailable for evaluation. The implant has been reported deviated from t11-12 post operatively. Divergence of screws at t11-12 was observed. However, no cord breakage was physically observed. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a reflect implant has been found deviated from t11-12 post operatively. This event occurred in the UK.